Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 125-150mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 301mg/dl and 304mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: customer is concern with the results 201mg/dl results that she took on (B)(6) 2015 @ 820am. Customer then stated that she started antibiotics for two days now and she is not sure if that is what is causing the high blood results. Check meter memory and the time is not set correctly.